Manufacturer narrative:
D4: data correction to device identifier product UDI.

Event description:
It was reported the device presented with the following: speaker malfunction inop - no sound. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The feild service engineer went on site and stated that the faulty mx40 monitor needed to be replaced. The customer was provided a replacement mx40.

Manufacturer narrative:
The field service engineer (fse) indicated that a speaker malfunction inop was displayed and there was no sound. The customer was provided a replacement device, and the complaint device was returned for evaluation. Diagnostic and functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced audible sound and linked and functioned as normal on the patient information center ix (pic ix) with no defect. Therefore, it is possible the reported issue was intermittent.